Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned or analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A 2.5mmx30mmx143cm fg coyote nc mr, japan (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another same device. No patient complications were reported and the patient's status was good.